Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump screen went blank. The first time it went blank, the issue seemed to be resolved with a battery change. The next day, the patient went to receive a bolus and the screen was blank. The patient's blood glucose was not known. It was mentioned that there were cracks around the battery cap. It was advised that the customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had operating currents within specification. No blank display was noted. The lcd board was okay. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.